Event description:
It was reported that the lead was explanted due to externalized conductors above the rvc coil.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead was returned in two parts. Externalized conductors due to internal insulation abrasion were found at 8.0cm to 17.6cm from the distal tip. The etfe coating on the ring electrode cables was not abraded at this location. Other damage found was sustained during the surgical procedure.